Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had a cosmetic depression, there was apparent explant damage, the lead was stretched and visual analysis only was performed. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted and cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was apparent explant damage, the lead was stretched and visual analysis only was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from a competitor with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately one week after device replacement. Additional information received indicated the patient was transferred to a long term acute care facility due to respiratory issues and pneumonia. The cause of death has been requested and not received.